Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see the associated report 0001825034 - 2017 - 01404.

Event description:
It is reported that the patient's hip arthroplasty was revised after 7 years due to pain, elevated levels of cobalt and chrominum and metallosis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01404, 0001825034-2017-07315. Medical devices: taperloc por lat fmrl 9x137 catalog#: 11-103203 lot#: 670390, m2a-38 cup non flared sz 52mm catalog#: 15-106052 lot#: 915420. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.